Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Additional observations: no other observation observed. No further actions are required as the device was implanted.

Event description:
Patient reported a right side capsular contracture baker grade iii. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported a right side capsular contracture baker grade unknown. Device remains implanted.

Event description:
Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.